Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a separation issue. The event was further described as ¿the blue end of the transfer set was just spinning inside the light blue casing¿. This was observed during use of the device for peritoneal dialysis therapy, when attempting to disconnect. As a result, the transfer set could not be disconnected from the patient line. The transfer set would be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: additional initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.